Event description:
The user facility reported their vividimage surgical monitor shut off during procedures. No injuries were reported.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected the monitor and determined the monitor's membrane panel required replacement. The technician replaced the monitor subject of the reported event, tested the unit and confirmed it was operating according to specification.